Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, preventricular contractions and increased capture threshold resulting in a loss of capture were observed on the left ventricular (lv) lead. The physician suspects lv lead dislodgement. The event was resolved by reprogramming the device. The patient was in stable condition.

Event description:
Additional information received indicated x-ray imaging was performed and confirmed left ventricular lead dislodgement. The physician elected to take no further action.